Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. A temporary pacer was inserted as no pacing was observed. The device was unable to be interrogated and was alleged to be prematurely depleted. Additionally, the right ventricular lead exhibited inadequate capture and varying pacing impedance noted during the removal procedure. Further examination confirmed nominal lead electrical function, and the lead was left in place. No adverse patient consequences were reported.

Event description:
New information received notes the interrogation problem unable to be confirmed, and lead issue noted to be known and not addressed due to nominal pre procedure measurements.

Manufacturer narrative:
The reported events of unable to interrogate, pacing problem and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.